Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Patient reported the menu button on the pump does not work all of the time. Patient stated the failure is intermittent and it just started today with the button issue. No adverse event reported. Requested return of the alleged pump for evaluation.